Event description:
A site representative, biomed, reported a vertek arm tht would no longer lock properly. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Suspect device has not been returned to manufacturer for evaluation. Device not returned.